Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the inadequate dielectric strength was damage to the outer tube. However, the cause of the foreign material observed in the laser light cable (llk plug) of the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited inadequate dielectric strength, and the laser light cable (llk plug) of the video cable section contained foreign material. There was no patient involvement.